Event description:
It was reported to philips that the device gave a power supply failure error message. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device has reached it's end of life and end of support statuses. Therefore, no service or technical support has been provided. The customer was emailed a copy of the end of life letter for the mrx devices. The device is not expected to be returned for additional investigation as no replacement will be provided. The customer was advised their device has reached it's end of life and end of support statuses, so no service or technical support has been provided. The customer was provided with a copy of the end of life letter for mrx devices. It has been concluded that no further action is required at this time.